Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer cannot recall the blood glucose reading. Troubleshoot was performed. Customer was in the lake and the insulin pump got exposed to water. Customer states the incident happened in the morning. After the water exposure, the insulin could not turn on. Customer stated there was no physical damage on the insulin pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.